Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to high magnetic environment and received motor position encoder system alarms. The customer¿s blood glucose level was unknown. The customer reported that there was cracks in battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/delivery test, and unexpected restart error test or verify motor position encoder error alarm due to motor error alarms. Pump received with cracked battery tube threads.